Manufacturer narrative:
(B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a total knee replacement surgery, it was observed that the battery oscillator device stopped working. There was no delay to the surgical procedure as an identical spare device was available for use. It was reported that the surgery was completed successfully. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device functioned properly. Therefore, the reported condition was not duplicated and confirmed. The assignable root cause was not determined. However, it was determined that an unknown liquid substance was found on the internal electronic and mechanical components. It was determined that this was due to cleaning, sterilization and/or maintenance procedures not followed per the directions for use. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.